Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 322. It was determined that the alarm was caused when the upper latch switch became intermittently open caused by a failed latch switch. The failed latch switch has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a system error 322. There was no pt injury reported and no add'l info was reported.